Manufacturer narrative:
Evaluation summary: as received the valve exhibits creases are noted in the tissue. The leaflets are intact and flexible and the wireform is intact as indicated in the x-ray. The valve was sent to research and development for functional testing. Research and development analysis: general observations the central hole is slightly skewed towards commissure 3, as the un-pressurized valve sits in air. This could be attributed to the crease found in the tissue of leaflet 3 near the margin. The sewing ring cloth contains small tears noted on the inflow side which likely occurred during the implant/explant of the valve. A piece of braided implant suture from the procedure was left in the sewing ring near leaflet 2. Several radial narrow indent-like depressions were observed in the belly of leaflet 2. Leaflet 2 also displays a large impression noted on the inflow view . The cause of these disturbances in the tissue is unknown. Leaflets 2 and 3 have creases near the free edge indicating that these sections of the leaflets were folded back toward the outflow side. The horizontal crease in leaflet 3 is located at the center of the leaflet. There are two creases in leaflet 2; one traveling from commissure 3 toward the central hole and another one at commissure 2. These creases could have been induced during the implant/explant procedure or possibly from interference with ventricular subvalvular apparatus. Further minute indentations in the leaflets were found on the outflow side of all leaflets in the cusp area adjacent to the cloth covered wireform. These indentations mimic the pattern in the wireform cloth cover, suggesting that the leaflets were continuously pressed against the cloth covered wireform with an appreciable force for an extended period. There is also a transparent indentation spot found on the outflow of leaflet 1 this is similar to the circular indentations found on leaflet 3. The cause of this damage is unknown, but it seems that a force was applied to the leaflet using a small, blunt object for some time. Considering the nature and degree of the leaflet irregularities, this valve would not pass the visual quality inspection during manufacturing at edwards. While it cannot be determined with certainty, it is possible that these creases and indentations may be the result of interaction with the implant site and procedure. There is no evidence of suture-looping found on any of the leaflets. X-ray imaging shows the wireform and stiffener band are intact. Echocardiography: no echocardiography was provided, thus the behavior of the valve and the regurgitation observed in vivo cannot be confirmed. Leaflet flexibility: the leaflets are slightly stiffer than similar un-implanted valves when probed with a finger. Leaflet stiffening is most likely due to blood exposure during implantation and subsequent storage in formalin after explantation. This increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. Pulsatile flow functional evaluation: functional testing was performed in a pulse duplicator under normal physiological conditions: 5 liters per minute, 70 beats per minute and 100 mmhg mean aortic pressure. Valve appearance at opening and closing is normal. Leaflet 1 is slightly low with respect to the other two leaflets, but no central hole seems to be present in the fully-closed position. Steady backpressure leakage evaluation: the valve coaptation during steady backpressure leakage testing showed that leakage rates are 248 ml/min at 40 mmhg, 277 ml/min at 80 mmhg,and 315 ml/min at 120 mmhg. These values are consistent with the trf measured during the pulsatile test. A minute central hole is present at the 40 mmhg test, but closes completely at the 80 and 120 mmhg backpressures. Summary and conclusions: this valve was explanted at implant due to regurgitation, and it is reported that "tee showed a wide open mitral regurgitation". No echocardiography was provided, therefore the reported regurgitation and behavior of the valve observed in vivo cannot be confirmed. Many leaflet anomalies were noted, including creases and depressions, which may be related to the clinical observation of regurgitation. The source of these anomalies has not been determined; however, it is possible that they may have been induced during the implant/explant procedure or from interference with ventricular subvalvular apparatus. Edwards standardized in vitro testing shows the regurgitation of the as-received valve is acceptable per the requirements of (B)(4). The small amount of regurgitation observed (4.4%) is more than 3 times lower than the 15% maximum allowable for this size valve. This small regurgitation value from in vitro testing would not normally be considered "wide open mitral regurgitation". Evaluation: method: xray. Additional manufacturer narrative: the device history record (DHR) review was completed and the patient's device passed all manufacturing and sterilization inspections. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Manufacturer narrative:
Evaluation method (B)(4): other - device evaluation anticipated, not yet begun. Conclusion (B)(4): other - device evaluation anticipated, not yet begun several attempts were made to obtain the operative report and echo findings, however, no information has been received. The device history record review is in process.

Event description:
It was reported that a 7300tfx27 was explanted at implant. The patient was not completely off bypass, but tee showed a wide open mitral regurgitation. The atrium was filled and it did not look normal. The surgeon reopened the atrium, explanted the valve and there was no suture looping found. The valve was replaced with a 6900tfx size 25. The surgeon did not blame the valve.